Manufacturer narrative:
(B)(4). These events were reported to the FDA on april 30, 2019 for the alternative summary reporting for infection and/or erosion with FDA approval number e1997002. For all products returned to the manufacturer and analyzed, no performance issues were identified. The total number of events being summarized for product code lws is 86, including the 3500a event. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 174 reported events. All events were reported for infection and/or erosion. Range of patient age: (B)(6) - (B)(6). Range of patient weight: (B)(6) - (B)(6). Where gender is known, the population includes 23% female and 77% male.